Event description:
Initially, the customer called to request assistance priming the infusion set. The customer reported that she got about 100u of insulin into her body, while she was connected and during prime. It was reported that the paramedics were called and treated the customer. It was stated that the customer had eaten four glucose tablets and drank orange juice.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.